Event description:
Failing user verification test user reported oxygen leakage alarm during pre-check. "We opened the machine and checked the leaks internally we found gas leaking from the o2 shut-off solenoid. We replaced the blender assembly along with the o2 shut-off solenoid from other working machine, then there is no leakage from the shut-off solenoid. So we confirmed that the o2 shut-off solenoid that has failed.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning o2 shut-off solenoid. The foreign distributor was shipped a replacement part to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of may 1, 2015 the alleged faulty component has not been received. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.